Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the trocar was blunt" (dull). The surgeon reported the trocar was blunt. The trocar was switched out and the case was completed as planned. Additional information received from the nurse stated a blunt trocar has been found 5-6 times. No pt harm occurred and no action was necessary to prevent pt's harm. The trocars were disposed of. The nurse has instructed her colleagues to retain a sample the next time a blunt trocar is found. The lot numbers were not documented. No pt injury was reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4).